Event description:
It was reported that during a 2 month follow up appointment, post an arthroscopic shoulder procedure, an x-ray detected a foreign body located near the implants. The surgeon speculated that it could be the jaw/grasper from a smartstitch perfect passer connector, judging by the shape. The pt is aware of the fragment and at this time remains asymptomatic. The object will remain in the pt until such time that the fragment causes an issue. There have been no further reported complications resulting from this procedure.